Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the device¿s seal was damaged and disengaged into the cavity of the patient. The foreign body was removed in order to complete the case.